Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 360 (mg/dl) for 2 days. Customer changed supplies, administered a correction bolus, and administered an insulin injection to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Contact declined to perform troubleshooting for the infusion set because the customer does not have a spare one to change. Recommendation was made to consult with health care provider to discuss diabetes management.